Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 305916. Batch#: refz2644. It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: it was reported by the customer that they have needles that are not squirting even air out. Verbatim: thank you for the follow up although you all were not able to reproduce our issue we had, the two boxes I sent you for investigational purposes were the ones that were not squirting even air out. I am asking to be reimbursed for those two boxes or if you can replace them at no charge.

Manufacturer narrative:
Fifty samples received for investigation. Through visual inspection, no defects or issues observed. Each sample was connected to a syringe with saline solution, all sample expelled with normal flow. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s previous investigations, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.